Event description:
A customer reported that the display on their pump was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider regarding alternate therapy.